Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual examination revealed a dislodged electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected explant surgery due to non-use. The recipient presented with pain and lack of benefit. The recipient's device was explanted. The recipient was not reimplanted.